Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. A stylet insertion test found obstruction/restriction and destructive analysis found the inner coil was clogged with blood/body fluids. The cause of the reported event was due to the inner coil clogged with blood/body fluids.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant procedure, the stylet was unable to be inserted into the right atrial (ra) lead. The ra lead was replaced to resolve the event and the patient was stable.